Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor power was too low and the motor lacked power. It was further determined that the case was damaged and the ratchet had an issue. It was further determined that the device failed for general condition, marking and labeling, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check triggers for forward/reverse mode and for check the power with test bench: min.110 to 160w. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was blocked on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.